Event description:
It was reported that there was an unknown error beeped. It is suspected that there is a printed circuit board (pcb) defect or the internal battery has expired. There was no patient involvement and reporter confirmed that there were no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection found that the device was in good condition. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event history log, it could not confirm that there was no record of the related customer reported issue. Functional testing confirmed the customer reported issue and instead of a protective cassette, an administration set was attached. So, the sensor was giving false positives. The investigation determined that the cause of the issue was a cassette other than a protective cassette was attached. Replaced to the protective cassette and the issue was resolved.